Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The baseline gender/age characteristics is female/69 years old. Four patients developed transient phrenic nerve stunning and there was no persistent phrenic nerve palsy (pnp) at hospital discharge. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: rapid direct mapping of the superior vena cava using an extended circular array pulsed field catheter to identify sinus node activation prior to ablation circulation: heart rhythm, 2026, volume 23, issue 1 doi: 10.1016/j.hrthm.2025.09.031 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding an evaluation of whether direct mapping using an extended circular array pulsed field ablation (pfa) catheter improves procedural coherence, comparing its efficiency and anatomical accuracy with conventional mapping using a multipolar grid catheter. Four patients developed transient phrenic nerve stunning and there was no persistent phrenic nerve palsy (pnp) at hospital discharge. The status of the devices is unknown. No additional adverse patient effects were reported.